Event description:
New information received notes that the right ventricular lead was successfully re-positioned on (B)(6) 2020. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting low impedance measurement and loss of capture. Chest x-rays were performed; however, the findings were unremarkable. No interventions further interventions were reported. The patient's condition was stable.